Event description:
The customer reported an error message "device reset to default values" after a power interruption.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.